Manufacturer narrative:
A ge representative evaluated the system but was unable to determine the exact fault. The ge rep reseated circuit boards and chips, and adjusted the 5 volt power supply. System operates as intended.

Event description:
It was reported that the image was flickering during a case. No patient injury was reported.